Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a robotic assisted gastric bypass, after the first reload for pouch creation (gst60b in psee60a), there was massive bleeding of staple line. The doctor needed to control it with sutures (pulsing bleeder). The doctor exchanged the psee60a to a new one and the second stapler was better. The surgeon commented that they have lost trust in the product since it's unpredictable when it will malfunction, and that they observe regularly malformed staples (non b-shape) at the distal part of the staple line very often with this device and have to remove the open staples before next load. The doctor said they clearly see a problem with the device due to massive bleeding on staple line. Surgery was delayed an unspecified amount of time (but at least 20 minutes), but it was successfully completed by controlling the bleeding. No fragments were generated and there were no patient consequences.